Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Limited information was received that a custom bi-polar component is dislocating and coming apart in the patient. No other information is available, including whether or not the patient has been revised. Update: further follow-up indicates that the bi-polar component dislocated from a competitor-brand one-piece stem/head component, and may not have been properly assembled at time of implantation. In 2009, surgeon went in and reassembled the components; however, no parts were removed.